Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned measuring 23.2 cm. Visual examination found an external abrasion breaching the outer insulation, exposing the outer coil caused by friction to the device can at 10.3 cm. To 11.0 cm. From the connector pin. X-ray examination found the distal end cut and no other anomalies. No conductor fractures or internal shorts were found. All other anomalies were attributed to procedural damage.

Event description:
This report is to advise of an event observed during analysis.